Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record relates to the left side. The device was explanted and replaced by a non-abbvie device. Observation made by physician during surgery "hole, non-specific". The device was discarded.